Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. The samples were returned; it consists of twenty-three (23) units for extension set product which part number 21-7092-24 which manufactured lot number is 4053884; the 2 returned samples were received inside a plastic bag without its original packaging and 21 were received in new condition with its original package. The 23 samples were visually inspected at 12? To 16? Under normal conditions of illumination. The joint between the asv and the y-site is broken, this connection is bonding with solvent during manufacturing process, however, was unscrewed; the two used samples and present leak, because the connection is broken; failure mode reported is confirmed. The main cause is that the asv and y-site are broken, this connection is solvent bonded during the manufacturing process, disassembly was attempted, and it broke. Action taken: awareness notification was made to production personnel for the occlusion failure mode.

Event description:
It was reported the device was in use with patient for pain control infusion. The reporter stated the device was noted to leak. No adverse effects reported.